Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted and then removed during the same surgery due. The operative report indicates that initial attempts to place a 21 mm valve were unsuccessful, as the struts of the bioprosthetic valve were rubbing against the suture line on the aorta, and there has been some encroachment on the coronary arteries, so a 19 mm valve was placed instead. There have not been any allegations of a product malfunction or quality deficiency related to the subject device.

Manufacturer narrative:
Device not returned, discarded. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. There has been no information to suggest a device deficiency related to this event.